Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section d. Box 4. Unique identifier.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, a sheath, and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician fractured the lantern while advancing it through the catheter. It was reported that the physician observed under fluoroscopy that the fractured lantern remained in one piece and was contained within the parent catheter and sheath. Therefore, the lantern, catheter, and sheath were removed together. The procedure was completed using a non-penumbra microcatheter, the same catheter, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is advanced against resistance, damage such as a kink and subsequent fracture may occur. The reported patient¿s tortuous anatomy may have contributed to the resistance during the procedure. Further evaluation revealed additional fractures and a kink along the catheter shaft. This damage was incidental to the reported complaint and may have occurred during the procedure or packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.